Event description:
It was reported that a cerebral vascular accident (cva) and a patient death occurred. On (B)(6) 2019 the patient underwent a non bsc transcatheter aortic valve replacement (tavr) procedure. A temporary pacemaker was placed during tavr. During the procedure, the patient experience heart block. The patient recovered and was fine. The patient proceeded to have a left atrial appendage (laa) closure procedure performed immediately following the tavr. A 24mm watchman laa closure device was successfully implanted in the laa of the patient. There were no complications. The patient was transferred to the ICU for recovery. While in recovery the patient experienced asystole and coded. A permanent pacemaker was implanted. After placement of the permanent pacemaker it was discovered the patient had an ischemic stroke. It is unknown when the stroke occurred. The patient was placed on palliative care the following day and died two days post procedure. The cause of death was stroke and renal failure.